Event description:
It was reported that nurse could not communicate with vns systems using their programming system. It was reported that the 9v battery in the wand was replaced; the tablet was verified to be fully charged which did not resolve the issue. An alternative programming system was successfully used to communicate with the vns systems. It was reported that nurse tried the usb cable with a known working wand and tablet but it did not work, isolating the usb cable as cause of the communication issue. The facility discarded the suspect faulty usb cable; therefore, no analysis can be performed.